Manufacturer narrative:
The lot was manufactured july 28, 2016 ¿ july 29, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified a pool of liquid inside the device housing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor leaked into the housing. The device had been filled with piperacillin/tazobactam in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.